Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a microclave¿ clear connector. The customer reported that the pediatric hematology department of the facility reported some problems; the central catheter was blocked, and the defective device with a hole on top. There was unknown patient involvement but harm was not reported as a consequence of this event.

Event description:
Received additional information stating that multiple devices have been observed with this issue.

Manufacturer narrative:
D9 - date returned to mfg on 11/1/2024. Additional information in b5. Received one used list# 011-mc100, microclave¿ clear connector. One used list# unknown, extension tubing. Two used list# 011-mc100, microclave¿ clear connector. As received, no stick down condition, no physical damage or other anomalies observed. Cannot confirm customer complaint of "central catheter blocked, defective device with hole on top" the lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.